Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 14.0 diopter intraocular lens (iol) was explanted from the patient's left eye (os) on (B)(6) 2017, because the patient experienced halos and glare. There was no incision enlargement or vitrectomy performed and the patient is doing okay. Reportedly, the visual symptoms interfered with regular activities. The replacement lens was the same diopter, but different model zcb00 lens. There was no patient injury. No additional information was provided.